Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08383. It was reported that the patient presented to the hospital and an inappropriate shock was noted. It is unknown ID the shocks were appropriate or inappropriate though it is possible that it was because of atrial fibrillation with rvr. Upon evaluated it was noted that the ventricular lead had elevated pacing threshold. No intervention was reported. The patient would continue with routine follow-up. The patient was stable.